Event description:
It was reported that this right atrial (ra) lead exhibited pacing inhibition due to fracture. Subsequently, this ra lead was surgically abandoned and another lead was successfully implanted. No additional adverse patient effects were reported.